Manufacturer narrative:
(B)(4). Device evaluation: returned product consisted of a runway guide catheter received in the original product pouch which was opened, folded and stapled along the edges. There was dried blood and contrast on the shaft and tip. The tip was slightly flattened with an exposed wire sticking outward. There were multiple kinks on the shaft and at the folded sites. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies contributing to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during the unpacking of a 6f runway fr3.5 sh guide catheter a central kink was observed while the package was still sealed. However, the product analysis on the returned device revealed that there was an exposed wire at the tip of the device.